Event description:
A peritoneal dialysis (pd) patient reported that they were hospitalized requiring antibiotics for a blocked pd catheter (not a (B)(6) product). There were no reported allegations that the event was caused by (B)(6) products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized for pd catheter malfunction and discomfort at the site of a pre-existing umbilical hernia. Per the nurse, the patient has a history of hernia with repair in 1990 (prior to starting pd therapy in 2024). The nurse stated the patient was seen by a surgeon during the hospitalization. However, it was stated that the hernia did not require any medical intervention. It was reported that the discomfort (at the pre-existing hernia site) was due to a pd catheter malfunction. The nurse reported that the umbilical hernia was not caused by any issues or malfunctions with (B)(6) products and has not worsened with dialysis. The nurse stated the hernia is pre-existing and is due to patient physiology. However, the nurse stated the patient had a pd culture (obtained on (B)(6) 2025) which revealed many white blood cells (wbc), result unknown. The patient was initiated on antibiotic therapy utilizing cefazolin 1 gram and ceftazidime 1 gram intra-peritoneal (ip) for peritonitis. Subsequently, on (B)(6) 2025 the patient was discharged from the hospital continuing pd therapy with the same cycler and antibiotics through (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).